Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced transducer fault, high rate and low ve alarms while on a patient. There was no patient harm or injury associated with the reported issue.

Manufacturer narrative:
Results of investigation: a vyaire medical failure analysis technician was able to verify the customer's reported issue. Bench testing revealed a faulty main board.